Manufacturer narrative:
Device was not returned for evaluation. The device is a synthetic device made from (B)(4). Injuries such as pain, mesh erosion, infection, incontinence, fistula formation and dyspareunia are documented risks associated with the polyform device - reference design (B)(4) and polyform product insert (instruction for use).

Event description:
Proxy biomedical was notified on (B)(4) 2013, via email by the polyform distributor (B)(4) that they have rec'd a complaint on (B)(6) 2013, regarding a polyform product from a pt's legal rep. The complaint states that following implant of polyform mesh the pt claims to have suffered serious bodily injuries, including, but not limited to, pelvic pain, infection, urinary problems, and other injuries.. The date of implant of the mesh is (B)(6) 2010. The pt is identified as "(B)(6)". Her date of birth is unk; her weight and height details are unk. The hospital where the implantation procedure took place is (B)(6), USA. The physician who treated the pt are drs (B)(6). The implant involved in this complaint is a polyform synthetic mesh - lot number is unk.